Event description:
It was reported that during a da Vinci assisted surgical procedure, the Fenestrated Bipolar Forceps instrument was broken but not additional information was provided. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) received the da Vinci product to perform failure analysis. The Fenestrated Bipolar Forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The instrument was found to have charring and localized melting at the grip base on the outer surface of the bipolar yaw pulley near the grip cables and the conductor wire. The instrument passed the electrical continuity test. A review of the procedure logs did indicate that a monopolar instrument was used during this case. The complaint regarding a broken instrument was confirmed by failure analysis.The probable root cause can be attributed to are attributed to inadvertent energy application from a monopolar instrument.